Event description:
The customer reports the device has a charging light that is not working.

Manufacturer narrative:
(B)(4). The customer reports the device has a charging light that is not working. Philips bench evaluated the device and could not confirm the reported problem. Philips repair bench evaluated the device with an ac power module that was not the customer's. All performance assurance tests passed and the charging light came on with the non customer ac power module. There was no reported pt involvement. Since the problem could not be recreated the cause could not be determined.